Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted dried blood clogging the cannula. It was reported that there was an insufficient flow issue. The reported issue was confirmed. The most likely cause was not traced to the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications, medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post insertion, the catheter got blocked with blood clots and there was a vessel wall occlusion, so there was no blood flow observed even on reversing the lines. The catheter was not repaired and had no leak. Iodine providine was the cleaning agent used on the device. Tego was not utilized. There was no luer adapter issue. There was no reported patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, four days after the catheter insertion, during the first dialysis session, the catheter got blocked with blood clots and there was a vessel wall occlusion, so there was no blood flow observed even on reversing the lines (insufficient flow). It was said that clots would adhere either on tip or side slots of the catheter to block the flow. Nothing unusual observed prior to the event. The catheter was not repaired and had no leak. Iodine providine was the cleaning agent used on the device. The insertion site was not treated prior to product placement. Tego was not utilized. There was no luer adapter issue. The line was not hard to flush with the syringe (not the infusion line). There was a blood return prior to syringe flush. No anti-coagulation (tpa, heparin) was used. No other products being utilized with the device. There was no blood loss and no blood transfusion required. No medical intervention/treatment provided due to the event. There was no procedure done to check if the thrombus/clotting went through the patient's body, but it was reported that the patient himself did not had blood clots and it did not go through the other body parts of the patient. Catheter replacement was done to resolve the issue. There was no reported patient injury.